Event description:
Pt died as a result of latex allergy which contributed to his death. He was hospitalized and while in the hosp getting ready to be discharged immediately after removing a central line he suffered cardiopulmonary arrest as stated in his death certificate. He did not receive any oxygen. He has had multiple reactions to the latex and lost his job as a nurse due to this allergy. Rptr writes, "I am writing this letter to inform you of the death of my husband. He served as a registered nurse and worked in the intensive care unit prior to a devastating event that occurred while he was working in the intensive care unit in september of 1995. Being a nurse, he developed a severe allergy to the latex gloves and went into anaphylaxis on that september day. From that date on he was never able to work in that profession that he loved so much. During the two year period from the time of his first anaphylaxis to the day of his death. He suffered many reactions and had to visit the hosp ER on many occasions. Some visits he would be treated and then sent home and some visits they would end up admitting him in the hosp. It came to a point that he was so sensitive that we never knew where we could go that would be a safe environment for him. I can't even count the times that either I or the ambulance had to take him to the emergency room and the countless hours spent in the hosp. It is a catch 22 going to the hosp. There was no other choice. This allergy caused other complications and in the end suffered a heart attack. This issue needs to be addressed more aggressively throughout the medical industry and any other profession or work place that uses the latex gloves. Something needs to be done to stop this unnecessary allergy and possible death. It is totally devastating to the individual as well as the family. It is a shame that a profession that helps others and saves lives, can also run the risk that could alter and possibly kill the life of the one who was doing his or her job by wanting to help others, simply by using a product that is supposed to protect you. The real shame of it all, is that alternative products are available. It is only a matter of education and maybe some initial financial sacrifice to change products. Isn't it worth it when it can save the career of thousands and ultimately lives. My husband died august 29, 1997, because of this devastating allergy. He was very active in getting this issue out to the communities and our local hospitals. As his wife, I have seen what this allergy can do and how it affects an individual and how it is perceived by others who do not understand. I hope and pray that I have the drive and strength to fulfill what my husband started. It has been almost a year since his death and yet it seems like yesterday that I would come home from work, seeing him writing letters and talking on the phone about this to anyone who would listen. He never gave up, even until the very end. This allergy needs to be taken much more seriously by all, including the governmental agencies, hosp administrators and all medical professional. It is not something that is in your head. It is real and it kills."